Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The belt was returned for evaluation at the distributor. The reported problem (check te pad messages, check belt messages) has been confirmed. The cause for the messages was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving frequent check therapy pad and check belt messages.